Manufacturer narrative:
H6: based on information in the complaint file, medical device problem code a141101 omitted. This impella cp device report is one of two devices associated with the event. A separate medical device report on the aic controller is in process.

Manufacturer narrative:
Updated information: d1 brand name changed. D4 UDI number updated. H6 component code changed from g04105 to g07003. The investigation for the temporary pump stop has been completed. Since neither data logs nor product were available for investigation, the cause of the temporary pump stop could not be determined.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the device exhibited increased purge flow (pf) and decreased purge pressure (pp) and they switched consoles but now noticed left ventricle (lv) is above ao and mc is 1000+. While on the call the pump stopped. Advised they attempt to restart with success on p2 but mc still 700's. Advised the pump would likely stop again. Per the nurse, the provider performed an echocardiogram at bedside.